Event description:
It was reported that the customer had normal blood glucose levels of 5.8 mmol/l. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The alarm history of the insulin pump was checked and it showed several occurrences of the aforementioned alarms. The customer reported that the unexpected restart alarm was recurring during normal use. The customer also reported a blank display on the insulin pump that was resolved by a battery change. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.